Event description:
The company was informed that the pt was reportedly hit in the head resulting in refusal to wear the device due to sound quality issues. External equipment was exchanged; however, this did not resolve the issue. Revision surgery has been scheduled.